Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch not working. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper switch - not working was confirmed. ¿ on 25-august-2025, pcu was received unboxed and with paperwork. ¿ unit fails asm keypad testing. Tamper switch not detected during asm keypad test. ¿ root cause - bad tamper switch has open connections when checking continuity. Supplier defect. ¿ recommend bd san diego repair center replace the tamper switch. ¿ unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. ¿ failure investigation report attached to qn in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch not working. There was no patient involvement.